Manufacturer narrative:
UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. It was found that the pump was cracked on the bottom case. The event history log found a motor rate error which was duplicated upon powering up. The root cause of the reported issue was found to be due to normal wear as the device is over 10 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.